Event description:
It is reported that since her surgery, the pt's hip catches which makes her almost fall down. She is also having pain in upper part of hip. Prosthesis was implanted in (B)(6) 2006.

Manufacturer narrative:
Evaluation summary: device remains implanted; therefore, it could not be analyzed. It is not known at this time if the products implanted were zimmer products. No devices or photos were received, therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, height/weight, activity level, type of activity (low impact vs high impact) are known; however, these alone are not sufficient to determine a root cause. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.